Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified. The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction identified a fracture, but the investigation is still ongoing. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10100 vascular stent graft allegedly failed to deploy and fractured. This information was received from one source. The malfunction involved one patient with no patient injury. The age, weight, and gender of the patient was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10100 vascular stent graft allegedly failed to deploy and fractured. This information was received from one source. The malfunction involved one patient with no patient injury. The age, weight, and gender of the patient was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified in d2. The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has been returned to the manufacturer for evaluation. The malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 9681442-2020-00068. The device is labeled for single use. H10: g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.